Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the shoulder pack connector was loosening during use. The patient applied tape to the loose connector in attempt to resolve the issue. The controller and batteries were never dropped. The shoulder pack was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The shoulder pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that both snap hooks functioned as intended. As a result, the reported event was not confirmed. Applicable risk documentation and experience of events with similar circumstances were considered; events involving "loosening snap hook connectors" can be attributed, but not limited to wear and/or improper handling. If information is provided in the future, a supplemental report will be issued.